Event description:
A 62-year-old male patient with non-small cell lung cancer (nsclc) started optune lua therapy on (B)(6) 2025. During a review of a medical record received by novocure, on (B)(6) 2025, it was noted during an oncology and hematology follow up appointment on (B)(6) 2025, that the patient developed a grade ii pruritic rash on the chest, attributed to optune lua therapy. The patient was prescribed hydroxyzine hcl 25mg twice daily as needed, and topical corticosteroids. Following the initiation of the treatment, the pruritus associated with the skin reaction reportedly improved. The physician recommended continuing with the skin care regimen. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the arrays to the skin irritation and pruritus which required medical intervention cannot be ruled out. Skin reaction has been reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc (19% overall in the ttfields arms and 2% overall in the control arms).